Event description:
It was reported that iab was inserted via sheath. After insertion, balloon tip could not be inflated. Clinician tried to inflate w/ syringe, but could not. Catheter was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow up report will be filed when evaluation is complete.